Event description:
It was reported that patient experienced hyperglycemia event on (B)(6) 2026 where infusion set was completely blocked at the tubing and was treated by correction injection via multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.